Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. This case may be re-opened if additional information is received. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed the camera cart was intermittently failing to power on. Several boot up/boot down attempts would eventually power the camera cart on. Upon replacing the camera cart ups and battery, the main cart would suddenly cut off after being on for about 30-45 minutes. It was determined the new issue described above was due to the main cart battery. After replacing both the main cart ups and battery, the system then passed the system checkout and was found to be fully functional. The camera cart ups was returned to the manufacturer, however, no analysis results were available at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the power light on the cart did not turn blue and there were no lights on the camera. The monitor was noted to be black. Pressing the power button on the camera cart of the navigation system restored functionality. There was no patient present when this issue was identified. Additional information was received stating that during normal boot up sequence, the camera cart failed to turn on. It would not turn on or have a power indicator. It took the manufacturer representative multiple boot downs and restarts of main cart to eventually turn on the camera cart. It was determined the camera cart uninterruptible power supply (ups) needed to be replaced. Upon replacing the camera cart ups, the system appeared to behave normally. However, at around the 20-30 minute mark, the main cart unexpectedly shut down while the camera cart remained on (showing no network connection/blinking power indicator). The manufacturer representative was unable to start up the main cart until the camera cart and ac power was disconnected, and after doing so and re-connecting the power cable and interconnect cable, the system powered on once more. This happened subsequently two times in a row. It was noted that during this time, the power button was inconsistently powering on the cart (main button turned on the camera cart, camera cart button would only turn on main cart) technical services (ts) advised for the manufacturer representative to discharge the capacitors on the system and restart (follow the suggested power down, disconnect, clear sequence). The system appeared to stay on for longer (up to an hour) and the issue was thought to be resolved. However, after one-hour, the issue happened again, and the system turned off. The old camera cart ups was put back in, issue could not be replicated. Re-installed new camera cart ups and issue could not be replicated (system turned on normally and would not shut down past the one-hour mark like before). The manufacturer representative checked both power button cables and did not notice any damage on either side. The manufacturer representative was able to replicate the issue on a separate outlet today. The main cart powered off and shortly after the camera cart lost power. A day later the system was attempted to be turned on and at this point the main cart booted up and the camera cart was not powering on. It was noted the nurse pressed button briefly. The nurse tried multiple times and the camera cart would never boot. The manufacturer representative had the nurse leave the main cart on and called back after about an hour and at that point the main cart did not display video and the blue power button was not illuminated, however she did say the nurse heard ¿fans¿. The next day, the manufacturer representative was able to replicate the issue. Both systems turned on, but the main cart would shut down again. The manufacturer representative also followed up with the site and the site stated the outlets were ¿tested¿ with no issues found.

Manufacturer narrative:
The battery, camera cart ups, and main cart ups was returned to the manufacturer for analysis. The battery, camera cart ups, and main cart ups were all fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.